Manufacturer narrative:
G4: 20may2020. B4: 21may2020. Touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the ul_lr and ur_ll resistance & resistance ratio were out of specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/31//2019.

Event description:
It was reported that the ventilators touch screen was out of the correct place where it was touched. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the reported issue. These replaced the touchscreen to address the reported issue and the ventilator passed all testing.